Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Fse found bad lld spring in position 2. Replaced lld spring, plunger clamp, tip clamp and tip clip and verified repairs. The instrument was tested without further problem and was returned to expected operation.